Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from india of a patient who reportedly made mistake/break in aseptic technique and peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag 1.5%. On an unreported date, the patient began treatment with dianeal pd2 ultrabag 1.5% therapy. Intraperitoneally (ip) for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. During a call with baxter (B)(4) technical services, the following was reported: on an unreported date, the patient made mistake/break in aseptic technique which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for peritonitis. The patient was treated with injection (inj) vancomycin (2 gm) and inj amikacin (125 mg), route and frequencies not reported. The patient is recovering from the event of peritonitis.

Manufacturer narrative:
(B)(4). A sample evaluation and batch review are not required for use error as there is no allegation against the device. The problem was confirmed related to use error breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.